Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor failed a therapy electrode recognition test. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging a pulse wire within the receptacle. The root cause for the damaged connector was excessive force. No adverse events occurred as a result of the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.